Manufacturer narrative:
The MFR did not receive devices or x-rays for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. While a cause for this specific event cannot be ascertained from the info provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008. Should add'l info become available and / or the device (s) be returned for eval and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
A product liability claim was raised. It was reported that the pt received durom acetabular component on the left side on (B)(6), 2007 and was revised on (B)(6), 2013 due to pain and loosening.

Manufacturer narrative:
Additional information was received on (B)(6) 2015 the devices were returned and the result of the visual examination has been made available. Review of event description: product was implanted on (B)(6) 2007 and revised on (B)(6) 2013 due to pain and loosening. Neither surgical notes nor x-rays were provided. Visual examination: during the visual examination the durom acetabular component presented light scratching of porous surface of acetabular component. This seemed consistent with other marks seen before, possibly from a tool used during extraction of it. Light signs of wear and several very light scratches throughout the inside cup were observed metasul ldh large diameter head presented third body material coating inside the head along. Light signs of wear were also present metasul ldh head adapter presented third body debris was present which had been displaced from the head. The result of the examination did not change the results of the previous assessment in which zimmer implemented a notification in july 2008 as previously reported. The distribution of this product was ceased in the meanwhile. Therefore, zimmer gmbh considers this case as closed. (B)(4).